Event description:
The libra inaccurately reported a severely low blood glucose number and then reported within a minute is severely high blood glucose number. So, I had to react in both situations to my husband giving him insulin and then trying to bring it down. I called the 800 number and after 20 minutes they hung up on me. I want a resolution to this libra 3 plus that is inaccurate is not regulated and does not work and customer service is subpar. This is life-threatening.